Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), endometriosis ('endometriosis removal') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis, ulcerative colitis, menorrhagia, dysmenorrhea, irregular menstrual cycle, venous thrombosis, colonoscopy, bloating, acne, abdominal pain, tonsillectomy, adenoidectomy, eye operation, rhinoplasty, nausea, neurosurgery, tympanoplasty, anxiety, chronic headaches, psoriasis, pelvic pain, snoring, fatigue, hot flashes, ovarian pain, acne and polycystic ovarian syndrome. Previously administered products included for an unreported indication: misoprostol, sulfasalazine, warfarin sodium and promethazine hcl. Concurrent conditions included deep vein thrombosis leg and premenstrual dysphoric disorder. Concomitant products included levonorgestrel (pill 72) for birth control as well as bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec), progesterone (prometrium) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal))"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and migraine ("migraines headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions: acne"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), adnexa uteri pain ("right ovary pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with ablation in (B)(6) 2016 and surgery (cyst removal). Essure treatment was not changed. At the time of the report, the menorrhagia, endometriosis, ovarian cyst, mood swings, dyspareunia, vaginal discharge, weight increased, adnexa uteri pain, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, acne, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, mood swings, ovarian cyst, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well current weight (B)(6) lbs. Right side- 4 trailing coils, left side- 3 trailing coils discrepancy noted in date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Completely closed.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: reporter information and concomitant drug was added. New event "abnormal bleeding (vaginal/menorrhagia), dysmenorrhea, fatigue, migraines / headaches, rashes or skin conditions: acne, back pain, abdominal pain" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.